Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, the consumer reported that she was trying to charge the implant and couldn¿t charge as she was getting a weird error message. The patient stated the last time she successfully charged was 5-6 weeks ago, but later in the call it was stated to be a couple of months. It was mentioned that the reason for not charging was that the patient was not methodical. The patient was unable to check the implant with the programmer as she did not have any batteries for the programmer. The patient was going to get some batteries and call back. The patient was directed to follow-up with their healthcare provider to address the potential overdischarge. The indication for use was spinal pain. No patient symptoms reported. On 2019-dec-16, additional information was received from a manufacturer representative (rep) alleging the patient¿s ins was overdischarged. The rep stated that they met with the patient and attempted three to four physician mode recharges and the device didn¿t come out of overdischarge. The patient didn¿t want to move forward. The rep stated that the patient tried to recharge two months ago, but couldn¿t, but they thought it had been longer. The rep was in contact with the patient prior to today, however they didn¿t know of the patient¿s issue until today. The reason why the patient was not maintaining the device recharge was due to non-compliance. No symptoms were reported. The event occurred in (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that multiple physician mode recharges (pmr) were performed but couldn¿t get the ins out of overdischarge. No further complications were reported.